Manufacturer narrative:
UDI not available for this system at time of filing. The device was not returned, so no analysis was conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system could not communicate with the axiem. The system was shutdown, the axiem was properly booted before booting the computer. There was no patient present when this issue was identified.